Event description:
Catheter passed test prior to use, during procedure when inserted into the esophagus and inflated, balloon inflated but would not register pressure. After several attempts, another catheter was opened and set up. The newly opened catheter functioned appropriately.